Event description:
Product problem: partial jacket retraction force. Patient with a tortuous anatomy. The physician experienced high jacket retraction forces. The jacket was partially retracted but the physician did not feel comfortable, and opted to use a second device. The device was brought down into the sheath and was successfully removed from the patient.